Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00082.

Event description:
It was reported that the inserter would not disconnect from the mating spacer after the spacer was installed into the disc space. The spacer was removed and an alternative inserter and spacer were used to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the returned device was examined. The inner shaft, outer shaft, and implant were jammed together upon receipt. After they were separated, the inner shaft was evaluated; there were no malfunctions detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the inserter would not disconnect from the mating spacer after the spacer was installed into the disc space. The spacer was removed and an alternative inserter and spacer were used to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.